Manufacturer narrative:
As reported, the capsure fixation device failed to fixate. Evaluation of the returned device could not reproduce the reported event. The device functioned as intended during functional and simulated use testing. Evaluation identifies a fastener damaged/stretched which could result in the failure reported. The damage found to the fastener is likely the result of forces applied during user/device interface however, a definitive root cause cannot be determined as the device functioned as intended. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure fixation device did not fixate the mesh correctly. It was reported that the surgeon tried 3 times (2 times in the body, 1 outside the patient) and removed the 2 fasteners from the body which did not fixate. A new capsure device was opened to fix the mesh. There was no patient injury.